Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet; initial attempts did not yield blood glucose data, and pairing was unsuccessful until after guided troubleshooting that included verifying the g7 setting, restarting the ilet, and reentering the sensor pairing code, after which pairing proceeded and glucose monitoring remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included technical support troubleshooting, device setting verification, and device restart to restore communication. Investigation of this case revealed a temporary communication and pairing issue between the ilet and the dexcom g7 without evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient connectivity conditions resolved through standard troubleshooting.